Event description:
A customer reported receiving an err4 message and a battery icon on their unlocked freestyle flash meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.